Manufacturer narrative:
Reliability analysis evaluated 2 opened/used infusion sets and performed a hand prime using new lab reservoirs. Reliability analysis found 1 out of the 2 infusion sets were found occluded at the quick release connection septum site. Reliability analysis was unable to confirm the occlusion due to customer returning an opened/used product. The remaining 1 out of 2 infusion sets passed per specifications and there was no occlusion anomaly found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with infusion set. Customer's blood glucose level was 107 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to do a complete set change as soon as possible. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.